Event description:
It was reported that during a visceral procedure, the jaws would not reopen. It was difficult to reopen the device which was jammed on a vessel. Another device was used to complete the case. Add'l info requested and responses received.

Manufacturer narrative:
Date sent: 10/16/09. Info anticipated, but unavailable at this time.